Manufacturer narrative:
Manufacturer comment: the additional information received has not changed the probable root cause of the event.

Event description:
On 04-dec-2020 sinclair pharmaceuticals ltd. Received additional information regarding the event; on (B)(6) 2019 the patient underwent silhouette lift treatment and three sutures were inserted into each side of the patient's mid-face. Approximately one week after treatment (approx. (B)(6) 2020), the patient reported experiencing irritation, redness and swelling bilaterally in the mid-face. On an unspecified date, the patient was reviewed by the treating physician, who noted persistent redness and pustule drainage from a small nodule at the left pre-auricular area. The area was cleaned with an antimicrobial agent and drained (no further details provided). The patient received bacitracin treatment (a topical antibiotic) and was prescribed antibiotic treatment (no further details provided). One week after the initial follow up appointment, the patient was reviewed and the infection appeared to have resolved. Two weeks later, the patient reported experiencing bilateral inflammation along the suture lines. The patient subsequently received treatment with kenalog and was advised to return to their physician if the event persists. Approximately six weeks after treatment with kenalog, the patient reported a recurrence of inflammation. The physician recommended further kenalog treatment, to which the patient declined. As of 04-dec-2020, the patient appears to be being managed by a second physician and is looking into removal of the sutures. On the (B)(6) 2020, the patient was reported to be experiencing inflammation (no further details provided).

Manufacturer narrative:
Clinical comment: a company medical advisor is of the opinion that the infection may still be present and that it is maintaining inflammation.

Event description:
Following resolution of the infection, on an unspecified date, the patient began to experience an inflammatory reaction including bilateral redness, swelling and pain. The patient has received intralesional steroids which brought about an improvement of the event. Upon discontinuing the steroids, the patient's symptoms returned. On an unspecified date, the physician removed portions of the threads (no further details provided) and the inflammatory reaction continued. On the (B)(6) 2020, the patient reported experiencing swelling to her physician. On the (B)(6) 2020, the patient was reviewed by the treating physician and was reported to be experiencing bilateral lumps below the hairline, in a different area to where the patient had experienced the infection. The physician reported discussing the event with a sinclair company expert who recommended removal of the residual threads. The patient opted to have a small portion of a thread removed. The patient reported experiencing an intermittent swelling of the lower jaw and the temples, a prickling sensation, systemic greasiness of the hair and thinning of the hair. On an unspecified date, the physician trimmed a portion of the thread and injected steroids into the area. The physician advised that the thread was located deep within the subcutaneous tissue.

Manufacturer narrative:
The patient is reported to have been reviewed by a different physician, who is of the opinion that the patient is experiencing granulomas. (No further details provided).

Event description:
Additional information: the patient is receiving kenalog injections, which are bringing about improvement of the event and they are currently taking minoxidil for hair loss, due to stress.

Manufacturer narrative:
Manufacturer comment: following a sterility test on retained samples of lot 0356-01 and lot 0388-02, it was confirmed that no bacterial growth was present. Additional comments: no other reported adverse events of a similar nature and in association with the treating practitioner have been received. Conclusion: no product defect has been highlighted. The most probable root cause is poor patient aftercare following treatment. A potential root cause is non-aseptic treatment conditions.

Manufacturer narrative:
Manufacturer comment: a review of the batch records confirmed that the involved lots (0356-01 and 0388-02) were manufactured and released in accordance with set specifications. There is no evidence to suggest a product defect. A batch trend review shows no other events associated with lots 0356-01 and 0388-02 have been reported to sinclair. Retained sample testing has been requested and the results will be submitted in a follow up report. Clinical comment: the treating physician is of the opinion that the infection is likely to have been caused by the patient not following the post treatment advice by not keeping the treated area dry for 1 week. Additional comments: silhouette lift sutures are indicated for use in midface suspension surgery to fixate the cheek sub dermis in an elevated position. The proximal end of the sutures are stitched in place. Infection is listed as a potential side effect of treatment in the silhouette lift. Instructions for use: (jsp-ci-3167 rev f rev 03/2019). Conclusion: no product defect has been highlighted. The probable root cause is poor patient aftercare following treatment. (B)(4).

Event description:
A patient received treatment with silhouette lift on an unspecified date in (B)(6) 2019. Four sutures were inserted into each side of the patients face. Following treatment, the patient was directed to keep the area dry for one week. However, the patient did not follow this advice and washed her hair 3 days after treatment. 10 days after treatment the patient developed symptoms of an infection in both sides of the face. The area became red, fluctuant and the patient was reported to have a low grade temperature. On an unspecified date the patient developed an abscess and was prescribed clindamycin antibiotics for 30 days. The physician performed an incision and drainage of the abscess and cauterized the wound. The patient has received the following treatments: clindamycin antibiotics (300 mg for 30 days), bactrim ds (trimethoprim / sulfamethoxazole) antibiotics, incision and drainage followed by irrigation, cauterization of the wound, systemic steroids, skin care (further details not provided), filler (further details not provided), dermapen treatment (microneedling). The patient has now recovered is reported to be doing well.